Event description:
It was reported by service report that the fowler was stuck in the highest height position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged lift coupler. Faulty cpu board.